Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member called and reported that the customer received low readings on the adc freestyle libre sensor when compare to an unspecified competitor¿s brand meter. The caller reported that for 2 days, the customer¿s sensor displayed ¿hypoglycemia¿. The caller reported sensor scans of 50 mg/dl and 51 mg/dl were received compared to results of 400 mg/dl and 500 mg/dl obtained from the fingertip, however, the caller did not provide the exact date/time the readings were obtained. The customer experienced a symptom described as ¿woke up absent without knowing anyone¿ and was unable to self-treat. The caller further reported the customer ¿almost died due to giving him too much sugar¿. The customer had contact with a healthcare professional and received unspecified medical treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.